Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that over a few days of use during intra-aortic balloon (iab) therapy there was a "gas loss" alarm generated on multiple occasions with no blood noted in the helium tubing. The physician indicated it was his belief that there was a kink near the insertion site. The insertion site was an off-label site at the subclavian entry point. The iab was removed and discarded. The physician planned to replace the iab and continue therapy. There was no reported injury to the patient.